Manufacturer narrative:
This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report investigation results. The returned controller passed visual and functional testing. The log file analysis revealed that the controller serial (B)(4) is a 2.0 controller (uic:01.06 pmc:01.01). During review of the available log files revealed, the controller logged a controller fault alarm on (B)(6) 2017 at 22:06:13 hours which confirmed the complaint event details narrative. When the controller fault alarm was logged, the controller power port 1 was connected to battery (B)(4) with 95% of capacity and power port 2 was connected to battery serial number bat320496 with 24% of capacity. The other reported narrative of " review of log files indicated that the battery exhibited high voltage." Could not be verified. The probable root cause of reported controller fault alarm can be due to the component u20 (internal battery charger ic) being defective which results in inaccurate reading of the internal battery cell voltage measurement(voltage measured to be greater than 1.75v) causing the component u20 to report a fault to uic. Additional device(s) involved in event: (B)(4) - battery. Device available for evaluation?: yes. Device returned to MFR?: yes, returned to manufacturer 2017-09-28. Device MFR date: 2015-10-09. Method code(s): 10, 20, 23,38, 3372. Result code(s): 213. Conclusion code(s): 71. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional device involved in this event: (B)(4) catalog# 1650 exp. Date: 10/31/2016 (B)(4). Device available for evaluation?: no. Not returned to manufacturer. Labeled for single use?: no. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller exhibited a controller fault alarm. Review of log files indicated that the battery exhibited high voltage. The controller and battery were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Original date mfg rec: 2017-08-26. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.